Manufacturer narrative:
Zimvie complaint number (B)(4). The user reported that the gentek abutment fractured and the crown was swallowed when patient was sleeping. Abutment cannot be rescued. New crown would need to be placed. Client send no part back, so we can not evaluate the ti-base. One ti-base from this zfx11-zb-ce-4147-el and lot 0000200721 was controlled by incoming inspection at 17 july 2020 and approved without deviations. No information about the crown available, crown is produced by an other company and is not our responsibility. A possible root cause could be a exposed crown form with high torque or a poor adhesion between crown and ti-base. However, with this information, we are unable to form a judgment. Based on the incoming goods inspection and the information provided, we can assume that the cause of the breakage is not the ti base. H3 other text : product not returned.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the gentek abutment fractured and the crown was swallowed when patient was sleeping. Abutment cannot be rescued. New crown would need to be placed. Tooth location 46.

Manufacturer narrative:
Zimvie complaint number (B)(4). .